Event description:
Patient revised for pain and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied operative reports confirmed metallosis. Examination of supplied radiographs revealed poor positioning of the liner and cup components. The investigation could not draw any conclusions about the root cause of the poor device positioning. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Review of supplied operative reports confirm metalosis. Previous examination of supplied radiographs revealed poor positioning of the liner and cup components. Device history records were reviewed for the acetabular component. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not draw any conclusions about the root cause of the poor device positioning. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12/30/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, dissociated liner, malpositioned cup, metallosis, and metal debris. There was no mention of osteolysis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on 1/21/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear, and metallosis.